Event description:
It was reported that the handpiece, a trial from andover production was sent to the integra neuro specialist for an evaluation. Immediately, the handpiece began to overheat. The surgeon reported receiving minor burn and completed the case holding the handpiece with a sterile towel. The nosecone shows visible flow of melted plastic and is fused to the handpiece body. The procedure was a standard hepatic resection performed in 2007, reported to be completely successful.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.